Manufacturer narrative:
Lens was returned dry, in a pouch. Visual inspection found no visible damage to the lens. Clear residue and lent was observed on the lens surface. (B)(4). Secondary surgical intervention, exchange. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, was explanted due to extreme high pressure. The lens was replaced on (B)(6) 2017 with a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information was received. The reporter stated that the patient is doing very well after icl exchange. The lens exchange for a shorter lens resolved the problem. Patient current bscva is 20/20. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).